Event description:
It was reported that one day post a normally scheduled device check the patient phoned their physician to report they were not feeling well. Upon interrogation it was revealed the patients implantable pulse generator (ipg) was at vvi 65, the output levels had changed, and the lead polarity was changed to unipolar. Also the device had triggered elective replacement indicator (eri). It was later discovered that during the previous days regularly scheduled follow-up session the patient was feeling dizzy and pre-syncopal during the device testing so the physician pushed the emergency vvi button on the programmer and never changed the programming back to the pre-emergency parameters. The programming error thus causing the patients symptoms the following day, and the device had triggered eri overnight. The device was reprogrammed and has since been removed and replaced due to normal eri. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).